Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached on the same day of application and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as "eyes are fading, can't focus very well, dizziness, can't sleep", and a loss of consciousness. Customer was unable to self-treat and was treated with "3 glasses of milk" by a third-party. There was no report of death or permanent injury associated with this event.

Manufacturer narrative:
Repeated attempts by adc to retrieve the product were unsuccessful and/or the customer discarded the product. No product has been returned as of this report. Extended investigation has been performed for the reported complaint and there was no indication that the product did not meet specification. Dhrs (device history review) for the libre sensor kit were reviewed and the dhrs showed the libre sensor kit passed all tests prior to release. If the product is returned, the case will be re-opened and a physical investigation will be performed. All pertinent information available to abbott diabetes care has been submitted.

Manufacturer narrative:
The product has been requested back for an investigation. A follow-up report will be submitted once additional information is obtained. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An adhesive issue was reported with the freestyle libre sensor. The sensor prematurely detached on the same day of application and the customer was unable to obtain readings and monitor glucose levels. As a result, customer experienced symptoms described as "eyes are fading, can't focus very well, dizziness, can't sleep", and a loss of consciousness. Customer was unable to self-treat and was treated with "3 glasses of milk" by a third-party. There was no report of death or permanent injury associated with this event.